Event description:
The technician alleged that the brake casters will set but not hold. No injury reported.

Manufacturer narrative:
The technician replaced the brake casters and the brake detent mechanism to resolve the issue.